Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the knife did not cut and disengaged. The surgeon used cautery and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.